Event description:
It was reported by service report that the bed has no power and there are exposed wires on the power cord. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
No power and exposed wires due to damaged power inlet filter.